Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5mm pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the needle was broken when pulled out after injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Inspected 7pcs retention parts for cannula appearance and cannula pull force. All results passed.

Event description:
It was reported that the bd 5mm pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the needle was broken when pulled out after injection.